Manufacturer narrative:
Upon review of the distributors service job sheet, there was no problem found with the footswitch. It was observed to be rusted and was recommended to be replaced; the laser system was tested and found to be "working in good order."

Event description:
It was reported that during a prostate procedure, the laser continued to fire after releasing the footswitch. The physician subsequently kept stepping hard on the pedal a few more times and only then did it stop firing. There was no injury to patient reported.